Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, it was reported that open circuits were noted on 15 electrodes during switch on. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.